Manufacturer narrative:
Batch review performed on 16.03.2021: lot 2000393: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to knee instability.

Manufacturer narrative:
Xrays analysis performed on (B)(6) 2021. Also, event description has been updated. Clinical evaluation performed by medical affairs manager insert revision in tka 5 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
Revision surgery has been performed due to knee instability after 5 months and 18 days after the primary surgery. The surgeon revised the liner from 11mm to 17mm.